Event description:
It was reported that the stent could not be deployed. Reportedly, treatment was performed on a lesion in the proximal sfa. The physician advanced the device in a contralateral approach over a 0.035 inch guide wire. While advancing the delivery system through a 6f sheath, the device got stuck and could not be advanced any further. The physician removed the introducer sheath and the delivery system as a single unit. The procedure was completed using another size stent. There was no patient injury.

Manufacturer narrative:
The lot history records have been reviewed; the review showed that no remarkable incidents occurred. A stent delivery system was returned for evaluation. Upon receipt of the sample, the shipping lock was missing. The thumb wheel, as well as the thumb slider, is in its original position. Furthermore, a crossover sheath was returned. The distal end of the guide wire lumen was torn off and stuck in the crossover sheath. No segments of the guide wire lumen were missing. A fragment of the stent with a length of 50 mm was stuck in the crossover sheath. As a stent with a length of 60 mm was loaded, a stent segment of 10 mm in length is missing. This segment could have been torn off during the attempt to remove the stent from the delivery sheath. However, as no additional information is available, the disposition of this segment is unknown. The condition of the inner assembly of the deployment system indicates that the deployment mechanism had not been activated. However, it may be possible that the rapid deployment ring had been activated and set back to its original position. This assumption is supported by the fact that the safety clip is missing and the stent was found to be deployed inside the introducer sheath. Due to the condition of the sample, the reported problem to advance the system through the 6f sheath could not be reproduced. As the stent was found to be deployed inside the introducer sheath, the reported failure to deploy could not be reproduced. Based on the condition of the sample, a patency test or measurement of the outer diameter of the delivery system, was performed. Based on the investigation results, the reported failure to advance could not be confirmed. However, it could be confirmed that the stent was deployed inside the introducer sheath and that 10 mm of the stent are missing. Due to the limited information available, a definitive root cause for the reported problem could not be determined; however, both product and non-product factors have been, and will continue to be, considered. A premature deployed stent can lead to the reported failure to advance. Furthermore, the condition of the sample (the torn-off guide wire lumen and the torn-off stent segment) indicates that the stent delivery system has been subjected to severe external forces such as withdrawal upon resistance. The current content of the appropriate instructions for use (IFU) sufficiently addresses this potential risk of premature stent deployment by indicating that the distal end of the delivery system catheter has to be visually inspected to ensure that the stent is contained within the sheath. The IFU directs not to use the device if the stent is partially deployed. Furthermore, the IFU states, "if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit."